Event description:
Customer with a severe latex allergy, reported she developed hives that started under the straps, spread to her ears, and then spread all over her body. Reportedly she did not have shortness of breath, treated with zertac, and the hives were gone this morning although her face is still a little red.

Manufacturer narrative:
We evaluated the event by reviewing the compliant history of the product on the market. The allergic reaction to the straps is rare. A 3m is monitoring the trend of complaints. Device performed according to specifications. The user has a history of allergy to certain products. No device failure. This is a rare case.